Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis and was transitioned to hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of nausea, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). Although the timeline of events is unclear, the patient¿s pd catheter was removed, and the patient was transitioned to hd for rrt. The pdrn attributed causality to an unkempt household, and the nephrologist felt as though the patient could no longer safely perform ccpd therapy in the home. The patient is recovering and will begin outpatient hd following discharge. Given the pdrn¿s responses, the serious adverse events are considered unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by nausea, abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the permanent transition of modality to incenter hd. The pdrn attributed causality to an unkempt household, and the nephrologist felt as though the patient could no longer safely perform ccpd therapy. Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. Additionally, gram-positive cocci constitute around 43¿64% of all pd peritonitis episodes, and streptococcal species account for about 10¿15% of them. The streptococcus species typically enters the peritoneal cavity by contamination during the exchange process and/or gastrointestinal bacterial translocation. Based on the pdrn¿s responses, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from playing a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis and was transitioned to hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of nausea, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). Although the timeline of events is unclear, the patient¿s pd catheter was removed, and the patient was transitioned to hd for rrt. The pdrn attributed causality to an unkempt household, and the nephrologist felt as though the patient could no longer safely perform ccpd therapy in the home. The patient is recovering and will begin outpatient hd following discharge. Given the pdrn¿s responses, the serious adverse events are considered unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.